Event description:
It was reported the patient died approximately 10 months after device implant. Follow up revealed the cause of death was cardio-pulmonary shock due to hepatic failure. There was no indications of device relatedness.

Event description:
It was reported the patient died approximately 10 months after device implant. Follow up revealed the cause of death was cardio-pulmonary shock due to hepatic failure, congestive heart disease, chronic renal failure. There was no indications of device relatedness. Further reported patient had vad (ventricular assist device), required dialysis and had a past history of severe cardiomyopathy.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient died approximately 10 months after device implant. The cause of death has been requested and not received.